Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events (patient expiration, respiratory failure, right heart failure, cardiac arrhythmia, and anoxic brain injury) cannot be conclusively determined through this investigation. The reported low flow alarms cannot be conclusively determined through this investigation as they were not captured in the submitted log file data. The controller event log file contained data on (B)(6) 2020 spanning from 03:07:46 to 05:57:11, per the timestamp. No notable alarms were recorded, and the pump appeared to have been operating as intended. The heartmate 3 lvas IFU lists cardiac arrhythmia, respiratory failure, and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Cardiac arrhythmia is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was found unresponsive with a low flow alarms. The patient was intubated and admitted to the intensive care unit. While admitted, the subject was placed on a ventilator, with small dose pressor infusing and continuous eeg. A head CT noted a suspected anoxic brain injury. The account detailed the patient arrived in respiratory arrest. The patient became hypoglycemics and somnolent, hypercarbic which resulted in right ventricular failure. After intubation and pressor initiation the lvad flows returned to normal. On (B)(6) 2020 the patient expired. The site detailed it was not device related.